Manufacturer narrative:
Initially the attorney reported that a single event of the implant of composix kugel mesh occurred, however, medical records received and a review of those records identified another event. Based on the review of the medical records, the patient underwent repair of a ventral incisional hernia and abdominal wound exploration using ventralex mesh on (B)(6) 2009. The ventralex mesh was sutured circumferentially to fascia and previously placed mesh. No evidence of a hernia recurrence was identified. Approximately eight months later, the patient experienced a small bowel obstruction and underwent explantation of composix kugel mesh (implanted (B)(6) 2007). It was noted in the medical records, three pieces of mesh were removed completely in order to enter the abdomen and expose the small bowel. A seprafilm was placed into the pelvis. On (B)(6) 2010, the patient underwent recurrent ventral incisional hernia repair with a non-bard product. At the time of repair, the ventralex mesh was explanted and a small bowel enterotomy with extensive lysis of adhesions were performed. The medical records noted a ventral mesh was folded and hooked to fascia and a second mesh, however, that mesh was not identified. Small loops were noted in the bowel. Based on the review of medical records, the patient has multiple comorbidities including approximately six other abdomen surgeries using non-bard products. Although there is no indication of a device failure, it should be noted that adhesions and recurrence are known adverse events listed in the IFU. See MDR 1213643-2011-00179 for information related to the composix kugel mesh implanted on (B)(6) 2007.

Event description:
Based on the review of medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent ventral incisional herniorrhaphy. At this time, there was fascial defects with the bowel protruding through midline, identified and repaired. On (B)(6) 2007 - patient underwent ventral incisional hernia repair with composix kugel mesh. Adhesiolysis was performed around defect on underside of peritoneum. On (B)(6) 2008 - patient was admitted for sigmoid colectomy secondary to symptomatic diverticular disease. The patient underwent exploratory laparotomy, lysis of adhesions, sigmoid resection and low anterior anastomosis. The medical records refer to the mesh as "prolene" mesh. The patient was discharged on (B)(6) 2008. On (B)(6) 2009 - patient was seen in emergency room for abdominal pain, nausea and vomiting. On (B)(6) 2009 - patient underwent ventral incisional hernia repair with ventralex mesh. The ventralex mesh was sutured circumferentially to fascia and previously placed mesh. No evidence of a hernia recurrence was identified. On (B)(6) 2009 - patient was admitted to hospital for small bowel obstruction, prolonged postoperative ileus, respiratory failure and sepsis. It was noted three pieces of mesh were removed, enterolysis was performed. Patient was discharged on (B)(6) 2010. On (B)(6) 2010 - patient was admitted to hospital for pain and recurrent incisional hernia. Patient underwent repair of incisional ventral hernia with a non-bard product. The ventralex mesh was explanted and extensive lysis of adhesions were performed. It was noted the ventralex mesh was hooked to both fascia and 2nd piece of unidentified mesh. A small enterotomy was performed. Patient was discharged on (B)(6) 2010.